Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent primary breast augmentation with unknown mentor saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a MRI on (B)(6) 2018. MRI results to confirm whether left breast prosthesis also deflated. Bilateral chest pain was also reported. At the time of this report, mentor has received no information regarding explant date. This report is for left breast prosthesis.